Event description:
Physician had performed an endotine midface b 4.5 procedure on a patient. It was reported that two weeks post-operatively, the left side of the face (patient's cheek) where the device was implanted, had lost cosmetic benefit.

Manufacturer narrative:
The device was explanted in 2007 and returned to the manufacturer for evaluation. During the investigation, it was noted that there was signs of degradation from being in the body. Also, there was a crack on the leash of the device, which could have been caused during the removal of the device. Additionally, there were signs of stress marks and "bite" marks from some tool, which also could be from the removal of the device. The tines of the device were bent back from their original shape and angle. The evidence presented shows that the device had started the degradation process and that the tines have been bent back from their original shape and angle. It is unclear whether the tines became bent upon removal, during the initial procedure or in-vivo. The batch record was reviewed and no anomalies were noted. No issues have occurred with other devices in this lot. At this time, there is not enough evidence to provide a conclusive description of the root cause.